Event description:
All eight patients were post-operative and had epidural lines that were secured with the waterproof tape. They were noted to have skin irritation, redness, blisters associated with the waterproof tape used to secure the epidural lines. One occurrence was noted, and seven more about a month later. The skin irritation was located where the waterproof tape had been applied. Patients were assessed by their physicians and xenaderm was applied to the sites. Product has been removed from circulation.